Event description:
On (B)(6) 2023, this patient underwent an emergency endovascular treatment for a thoracic descending aortic aneurysm rupture using gore® tag® conformable thoracic stent grafts with active control system (ctag acs) and a gore® dryseal flex introducer sheath. When the physician was inserting the sheath of 24 fr from the left femoral artery, he felt a very strong resistance. Also, he felt a sensation of access vessel rupture. However, the procedure was continued as it was. Two ctag acs (tgmr373715j and tgm454515j) were deployed without any problems. No endoleak were found. After the sheath was withdrawn, blood pressure was decreasing. Thus, an angiography was performed and found an access vessel trauma of the left external iliac artery. Two additional excluder contralateral leg components were implanted at the damaged site. The patient tolerated the procedure. On (B)(6) 2023, the patient died for a reason other than the index procedure. Reportedly, although the cause of death was unknown, it was not related to gore products. The access vessel measurement is unknown along with the cause of the vessel trauma. It is unknown if there were any pre-existing issues with the patient's anatomy.

Manufacturer narrative:
The device was discarded at the treating facility and was therefore not available for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.